Manufacturer narrative:
This report is submitted on september 12, 2023.

Event description:
Per the clinic, the patient post-operative experienced a severe gusher, and then severe vomiting and dizziness. CT scan revealed the implant had migrated into the auditory canal and was resting on the vestibular nerve. The device was explanted (date unknown) and was re-implanted with a new device in the same procedure.